Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited a gradual decline in bipolar impedance to less than 200 ohms and high thresholds. The lead was removed and replaced.

Manufacturer narrative:
Final analysis revealed that the distal insulation was abraded open at 4.8 cm to 5.5 cm and at 3.3 cm to 4.3 cm from the distal tip. The distal insulation was abraded from the inside from pressure and movement against the coils. An electrical short was noted between coils due to open distal insulation which resulted in the reported impedance anomaly.